Event description:
The svc repair tech (srt) reported that during routine testing of the device at the subsidiary svc ctr, the user reported that the new battery exploded during charging overnight. There was no pt involvement. Per the clinical review on (B)(6) 2013: this incident was reported as an out of box failure, but actually occurred when the battery was being charged at a subsidiary svc ctr. The battery was being charged in preparation of a pm on a hospital system. The battery was being charged overnight and when the battery was inspected the following morning, the battery side cover was "bowed out" and appeared to be damaged. There was no indication of smoke and/or fire and no one was hurt by this incident. This was not being done at a hospital or health care facility, so no pt exposure or injury was involved. This was outside of the clinical environment and the issue occurred with no humans in proximity.

Manufacturer narrative:
The battery has been destroyed on sight.